Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a supply change, with fingerstick readings up to 541 mg/dl and an occlusion alert that was only resolved after a full supply change; the infusion set involved was an inset and the issue manifested as lack of effect of insulin delivery. Symptoms included hyperglycemia and nonspecific malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the reported issue characterized as lack of effect, and the device component implicated could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.